Manufacturer narrative:
Method - no testing performed. Results - product not returned.

Event description:
Customer reported that she had back surgery on (B)(6) 2010 and medipore + pad was applied to the incision. Dressing had been in place for several days and she said she "broke out" under the edges of the dressing. She alleges skin was irritated and inflamed. Physician gave her an oral antibiotic because of what she said was "a bacterial infection". She said she began to break out in hives. The antibiotic was changed. She stated that the incision is healing, but still has hives. She stated that she does not have history of previous skin reaction to adhesives.